Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the jaws were returned open. Jaws were cleaned and inspected under a microscope. No nicks were observed on the cutting edge of the jaws of the device. One jaw of the device was observed to be bent beyond the other side of the jaw. A functional evaluation found that the device jaws could not be closed, handle actuation was also impeded by jaws not closing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the jaw of the device is subjected to excessive manipulation or leveraging forces which would result in deformation of the jaws, change in jaw configuration and/or jaw operating mechanisms. This damage would prevent the device from functioning properly. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during general laparoscopic procedure, while cutting of tissue, the device sheers would not open. It was also noted that the device did not grasp properly. Another sheer was opened and the case continued without incident. There was no patient injury.